Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were noted and on the right ventricular (rv) lead. It was also noted that sensing of r waves on the rv lead was variable and showed a sudden decrease on electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.